Event description:
Our sales rep was made aware of the spinal revision that was required due to post-op loosening of the construct. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Setscrews were used with monoaxial screws. Root cause cannot be determined at this time. It is likely that the mono screws are at an angle that make placement of the setscrews more difficult than with a poly screw. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.